Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a incisional hernia. It was reported that after the implant, the patient experienced adhesions, multiple small defect below umbilicus, and hernia recurrence. Post-operative patient treatment included mesh removal, right/left transversus abdominus release (myocutaneous advancement), and hernia repair with mesh.